Event description:
The facility reported that the device turns on and off by itself during biomed testing. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.